Manufacturer narrative:
H3 other text : device not returned to the manufacturer

Event description:
A ventilator was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device at the third-party service center, visualization of foam particles and black foam was observed as well as error codes were present. The device was discarded.